Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 15 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degrees deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. After removing tissue the fixation helix could be properly extended and retracted and showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - the rv lead was found dislodged at a follow up appointment. A lead revision was performed on (B)(6) 2018. During the rv lead revision the ra lead was found to have high thresholds and it was also repositioned. After getting optimal result, the ra lead was screwed. During this lead revision, the ra lead suddenly dislodged although screw was fully extended. A new position was secured. During post implant the next day, ra lead dislodged again, threshold was found to be more than 7.5v@1.5ms. On table, before repositioning, ra lead was tested and threshold was 3.6@1.5ms. The lead was explanted and replaced. It is unclear if this complaint is on the rv or ra lead.